Manufacturer narrative:
The following medical information was provided past medical history: hypercholesterolemia. Surgical history: removal of skin cancer, cataract(bilateral). Current medications: atorvastatin, acetaminophen. Allergies: no known allergies. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent treatment of an abdominal aortic to left iliac aneurysm and was implanted with gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. As reported, the physician implanted the gore® excluder® iliac branch endoprosthesis as planned but was not able to get into the internal iliac as planned. As reported, the device deployed as it was supposed to but was pushed down over the internal iliac artery covering it while attempting to drive a 10fr gore dryseal flex introducer sheath (dsf) up and over. As reported, the gate of the gore® excluder® iliac branch endoprosthesis was embolized and closed off. It was confirmed that the internal iliac was not embolized.

Manufacturer narrative:
H6: added clinical code e2328. H6: added impact code f1907. H6: added medical device problem code a150202. H6: added component code g04122. H6: added type of investigation code b13. H6: added investigation finding code c19. A review of the manufacturing records indicated the lot met pre-release specifications. H6: conclusion coding updated. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, occlusion of device or native vessel.

Manufacturer narrative:
In the additional manufacturer narrative section, instead of "according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, occlusion of device or native vessel." It should read "according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, occlusion of device or native vessel."